Event description:
The device was returned with oos documentation from biotronik representative. Per oos, the device was found to be in back-up mode at a routine follow-up. The device was reset and displayed a no capture message in the rv lead. One week later, the patient returned and the device was again found to be in back-up mode with no capture in the rv lead. At a later date, the device was found to still be in back-up mode and rep, was unable to interrogate the device. The device was replaced with another cylos vr.